Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracies compared to blood glucose meter on (B)(6) 2014. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, based on the data log that was received on (B)(4) 2014, the complaint of inaccurate blood glucose values was confirmed.